Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years post transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, the previous tavr from 2023 was found to have pvl valve was ballooned and was found to have pvl and central ai. The team prepped another 23mm sapien 3 ultra resilia and it was successfully implanted. The leak was resolved and the patient is stable.